Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep called during a case and reports that 7 days ago it was noted that all 16 contacts were red on connectivity check, so a revision was scheduled for today to remove the leads placed in 2014, place new leads, and connect them to existing intellis ins. Connectivity check was done again on existing leads with a wens and confirmed that all 16 contacts were red, so the leads were removed. Rep reports that the pt came in for the case today and his ins was depleted, so after explant rep was using pt's programmer and recharge to recharge intellis ins on a metal table in the or to keep sterility. Rep reports that passive recharge mode showed 100 and was able to display normal recharge screen, however at that point the programmer showed good rechar ge quality momentarily, then the poor recharge quality screen, even after multiple attempts to adjust the recharger antenna. Rep then opened a new recharge which also continued to display poor recharge quality on programmer. Rep reports that programmer battery percentage is around 30-40%. Tss reviewed the metal surroundings during recharge, rep stated he would try using towels or setting ins on another non-metal sterile environment to attempt charge, or rep would use a new intellis ins for implant at that time.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2014. Product type lead product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2014 other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-feb-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 06-feb-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2014 explanted: 2023-01-12 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2014 explanted: 2023-01-12 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that all 16 contacts were red, the ins could not have been depleted as it was relatively new. However, the physician elected to replace the ins in order to avoid any future complications for the patient. The connections appeared to be connected properly physically. Poor recharge quality was displayed and they attempted to charge the device in the sterile field with both the old charging paddle and the new charging paddle as well as swapping out the lithium battery inside the controller to verify that there was nothing wrong with the equipment. The physician did not feel comfortable re-implanting original ins and elected to implant a new one. They also replaced both leads.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the customer discarded of the leads, everything is functioning fine now and all connections are good. The lead and ins were replaced.